Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble observed in the cartridge pigtail. The customer's blood glucose level was 281 mg/dl. The customer continued to use the pump for insulin therapy.